Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced left pectoral pocket erosion. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted, cultures were taken, and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.